Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "a right side deflation." Device was explanted.

Event description:
Patient reported "a right side deflation." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, brown particles inside of the device. Leak test was performed and found openings on anterior and posterior. A microscopic analysis was performed which identify crease smooth opening on posterior and opening striated in anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening. A striated edge opening on anterior side assessed as surgical damage.